Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system is unable to drive. No patient was present.

Manufacturer narrative:
A manufacturer rep went to the site to test the system. The issue couldn't be reproduced. The system passed the system checkout. If information is provided in the future, a supplemental report will be issued.